Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to verify or duplicate the reported issue. Physio-control replaced the user interface pcb and the main keypad assembly and observed proper device operation through functional and performance testing. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device initially was unable to deliver defibrillation therapy during a patient event. The device was able to successfully deliver therapy after manipulating and applying additional pressure to the shock button. There were no adverse effects reported to have occurred to the patient during this event.